Manufacturer narrative:
The customer contacted siemens customer care center. Siemens headquarters support center (hsc) reviewed the information provided by the customer. Hsc found that quality control (qc) was in range for both the immulite 2000 xpi - troponin I (tpi) method and the alternate non-siemens troponin I (alternate tpi) method. Hsc found that sample 1 and 2 were elevated above the 98th% reference range cutoff (1.0 ng/ml) for tpi while those results were normal via alternate tpi; but on the very high end of the alternate tpi normal range (<0.4 ng/ml). Hsc found that the discordancy here can be due to the difference in sensitivity of the methods. The alternate tpi is a known point of care whole blood method. The methodology used is different. The difference in antibody binding and epitope recognition can cause results to not match. Hsc also found that sample 3 is elevated with both methods. Immulite 2000 xpi - tpi has no claim for method comparison to the alternate non-siemens tpi method. The information for use (IFU) reference limits are to be considered as guidelines only and each laboratory should establish its own reference ranges. Tpi results should also be used in conjunction with clinical presentation and any additional testing. The hsc could not identify a product performance issue. No other issues have been reported by the customer after this event. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin I (tpi) results were obtained using an immulite 2000 xpi. The initial results were reported to the physician(s) and were questioned. The samples were repeated using an alternate non-siemens method. The repeat results were considered correct and were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tpi results.